Event description:
Additional information was received, the surgeon indicated the reoperation is not in any way (even if not the primary cause) to the sternalock devices utilized in the patient's original procedure.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. At this time it is unknown which devices were explanted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the patient had open heart surgery and the sternum was closed with plates and screws. Post operative bleeding was identified and a revision was performed to stop the bleeding. The plates and screws were removed and replaced with new plates and screws. Additional information was requested but has not been received at this time.